Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: sagl2044, 4 peg mod glen sz 4, lot # 66282126. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Event was initially reported on 0001822565-2025-00074; however, through additional information it was confirmed to be one event instead of two. Therefore, the event will be addressed this medwatch.

Event description:
It was reported that a patient had initial surgery approximately a year and a half ago. Subsequently, about 3 months later the patient had a revision due to implant fracture. When the items were pulled out the post remained in the patient and it seemed that the threaded portion of the post fractured. All pieces were removed from the patient. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Visual examination of the returned products identified the device had signs of use and damage. No fracture is identified. Dimensional analysis could not be performed due to the damage. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: glenoid pin in place without radiolucent glenoid component seen. Possible malposition of the glenoid pin. Angulation of both of the humeral head and glenoid pin do not appear to be appropriate. Although malposition is noted in the radiographs it as no immediate post operative radiographs were provided from the initial procedure, it cannot be confirmed if this occurred as a result of the disassociation. As such, definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.